Manufacturer narrative:
Upon restarting the central monitoring unit, the data from all the monitors came back up. The problem is resolved and the device is restored to use. Based on the information available , the cause of the reported problem was the settings/configuration. The reported problem was confirmed. The device was operational after repairs the restart was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened h3 other text : the customer restarted the central monitor unit which resolved the problem.

Event description:
Philips received a complaint on the piic ix indicating that no central station and lan not supported and an analysis was performed. Patient involvement is unknown.